Manufacturer narrative:
Based on the current information provided, the cause of the procedure abortion was due to patient anatomy. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. Therefore, no products are expected for return to isi for evaluation. If additional information is received, a follow-up MDR will be submitted. This complaint is being reported due to the following conclusion: during a da vinci-assisted prostatectomy surgical procedure, the procedure was aborted due to patient anatomy.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the procedure was aborted due to patient anatomy. Due to the way the pelvic bone was curved the instrument kept rubbing against it. The surgeon was unable to angle the instruments properly to proceed with the procedure. The surgeon opted to abort the procedure and determined that the patient would benefit more from radiation. There were no system malfunctions. The procedure being aborted was not anticipated.